Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the device has been manufactured for more than 6 years, the event occurred due to the pins inside the video connector were worn out and deteriorated over time due to long-term use. It is presumed that it was caused by the user hitting a hard object and giving a strong impact. As stated on the IFU (instruction for use) the user manual states: do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device inspection found a worn out pin inside the video connector causing unstable image. Scratches on the unit top cover was observed and faded front panel was noted. In addition, crack on main switch housing was determined. The identified parts were replaced, device was repaired. Once completed the device was tested and passed all required testing and specifications. Failure found probable cause could be due to users handling issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be conclusively determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an asset return inspection the device was found with worn out pin inside video connector causing unstable image. There was no patient involvement on this event reported. No user injury reported.